Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that up arrow and down arrow keypad buttons were intermittently unresponsive. It was also reported that keypad symbols were worn off; however, no damage to the rubber keypad itself was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.